Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs ipg was surgically replaced for an unspecified reason.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information was received that indicated the scs ipg was replaced and the reason for the replacement had been that it had reached end of life. The patient had lost pain relief on an unknown date and this surgical intervention successfully addressed that issue.